Event description:
It was reported that a PICC line cracked. PICC line inserted on (B)(6) 2025 without incident during insertion. The patient returned today (B)(6) for a scheduled PICC line replacement because the catheter was not working. On (B)(6) during chemotherapy: leakage from the PICC line, no extravasation of the cytotoxic agent. X-ray check: good opacification of the PICC line to the tip, no leakage of contrast medium. On july 12, chemotherapy resumed: no burning, no subcutaneous accumulation. Night of july 12 to 13: pressure dressing soaked in chemotherapy, even though the PICC line test the day before was normal. Either accumulation of the product in the arm, then complete reflux of the product through the PICC line. Chemotherapy suspended until the PICC line was changed. Upon removal (on (B)(6)), we found that it was cracked across the width 6 cm from the guard. Cytotoxic extravasation with no signs of seriousness. Need to stop chemotherapy and change the PICC line before the next treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a crack was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and two splits were observed between the 4 cm and 5 cm depth markers and between the 6 cm and 7 cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.